Event description:
T was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the g7 sensor receiver was showing a low cgm the day after the sensor was put on the arm. No mention if the patient had symptomatic or checked the bg. The patient consumed a large amount of sugar and the cgm did not improve. The patient went to the emergency department (ed). There, the bg was high and the staff administered unremembered medication. No mention of the cgm at that time. The patient is fine during the report months later. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.